Event description:
Medtronic received a report that when the professor took out the stent to use it, the pusher wire was bent.  The patient was undergoing surgery for treatment of an ischemic stroke of the left m1. IV tpa was not contraindicated. There was 0 passes with the device. It was noted the patient's vessel tortuosity was moderate. No patient symptoms or further complications were reported as a result of this event. It was reported that pushwire break/separation occurred. The pushwire was not torqued during the procedure. There was no resistance encountered. The middle section of the pushwire was broken/separated. All broken segments were removed from the patient. The stent was removed from the patient. The reported device and any accessory devices were prepared as indicated in the IFU. Ancillary devices include a react68 guide catheter, phenom21 microcatheter and synchro14 guidewire. Additional information was received that the issue was found prior to use. It was clarified that the pushwire was not disconnected, it was bent. There were no issues that resulted in the damage that was found. It was unknown if there was any damage or evidence of tampering to device packaging. It was unknown if the proximal end of the pushwire secured in the guidewire clip when the package was opened.

Manufacturer narrative:
H3: product analysis of sfr4-4-40-10, lot no:b487481 : equipment used: vis (m-85519), 203cm ruler (m-83361) as found condition: the solitaire x revascularization device was returned for analysis within a shipping box and within a plastic bio-pouch. Damage location details: the solitaire x pusher was found bent at 183.5cm and 188.5cm from the pusher proximal end. The solitaire x pusher was found separated at 191.5cm from the pusher proximal end; 8.0cm from the pusher distal end. The pusher shrink tubing was found damaged. The solitaire x marker coil was found pulled back from the stent proximal marker (attachment zone) for 1.0cm. The solitaire x stent proximal marker (attachment zone) was found in good condition. The solitaire x stent non-working and working length struts were found in good condition. Testing/analysis: the broken solitaire x pusher was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, the broken end failed via tensile overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿pusher kink/damage¿ report was confirmed as the solitaire x pusher was found bent and separated. The pusher can become bent during packaging or while removing the device from the packaging. Pusher separation can occur if retrieved against resistance. However, the root cause for the damages could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.